Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the lower back, which is off label usage of the device. The patient and her family were away from home when her tandem pump displayed 69 mg/dl. They gave the patient food (hamburger, ice cream, french fries, soda); however, her cgm value only increased to 79 mg/dl. By the time they arrived at home the patient¿s pump displayed 124 mg/dl but started to decrease by 3 ¿ 5 mg/dl every 10 minutes. The patient became confused, slurred speech, unable to focus, difficulty walking, blurred vision, numb fingers, shaking, headache, and nausea. The patient was taken to the emergency department (ed) where her bg upon arrival was 121 mg/dl but the pump displayed 279 mg/dl. The patient was treated with IV fluids, and unspecified medications for the nausea and headache. The patient¿s bg was stabilized and she was released home later that day. Her cgm/bg values upon release from the ed were cgm 330s mg/dl and bg 151 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.